Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a placement signal unreliable alarm occurred for about 10 minutes and resolved after shifting the patient's position. The automate impella controller was exchanged for another.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on the complaint date of (B)(6) 2025, approximately 30 minutes after the case was initiated with pump sn: (B)(6) the console displayed ¿placement signal not reliable (rp dual sensor, optical signal snr out of range for 2 minutes) ¿ alarm,¿ event (B)(6). This issue was resolved in 10 minutes. This confirms the reported failure mode. Note: following this case, a psnr alarm also occurred during several other cases performed with pumps sn: (B)(6) and sn: (B)(6). Device analysis: this console was tested after arriving at fs. The analog output from the optical bench was abnormal, with a spike. Unable to remove debris from the front panel optical connector. Root cause: the root cause of the unreliable placement signal was due to an optical bench malfunction. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H6 updated.